Event description:
The son of the consumer, called us on (B)(6) 2013 to say that his mother (the consumer) suffered from burns after using the bodiheat product. He said he took photos of the affected area and sent her to her doctor for treatment. Okamoto requested the son send more information about the alleged injury, including the photos of the injury and information about the medical treatment. On (B)(6), we received the requested information. The consumer stated that she had a burn on her back that prevented her from lying down for over a week and that she still has scars. The doctor prescribed trilamcinolone acetone cream usp, 0.1%.